Manufacturer narrative:
The account replaced the brake and brake/steer casters to repair the bed.

Event description:
The account alleged that the casters will still roll after the brake has been applied. The account has adjusted the casters, but the problem remains.